Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic resectioning of the rectum, upon creating the rectum anastomosis and connecting anvil with the stapler, the metal parts from the anvil bent. After this, it was no longer possible to connect anvil and stapler. Surgical time was extended approximately 60 minutes longer to create the anastomosis and to complete the case. Another stapler was opened and a new anvil was used to resolve the issue. There was no patient injury.